Event description:
Medical record reviewed 6-7-99. A 56 yr old female with pre-op diagnosis of right sciatica probable pseudoarthrosis. Per operative report, "the right l5 pedicle screw appeared to have cut out the distal portion of the pedicle injuring the end or compressing against l5 nerve root." Pt underwent removal of retained spinal instrumentation, exploration of lumbar fusion with spinal decompression l5 - s1 on the right with partial removal of right pedicle. Pt tolerated surgery well. Discharged to home on 5-30-99.